Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04739 for the other associated device info. It was reported to boston scientific corp that two speedband superview super 7 multiple band ligators were used during a variceal banding procedure, in the pt's esophagus, in 2009. According to the complainant, during the procedure, while using the first device multiple bands came off at the same time. The device and scope were removed from the pt and a second speedband superview super 7 multiple band ligator was used. Although multiple bands came off at the same time, the physician was able to complete the procedure with the second device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.